Event description:
Information was received from a healthcare provider (hcp) via a medtronic representative regarding a patient who was implanted with a bone screw used in laminoplasty with centerpiece 2.0. Normal technique for stenosis. It was reported the three centerpiece screws broke and one of which hcp was unable to retrieve and therefore the remainder of the screw was left in the patient. Levels implanted was c4-c6. There was no additional surgery needed from this event, and there is no plan to remove the broken screw left inside the patient. The procedure was done successfully. But there was a small delay in the procedure when trying to retrieve one of the screws. This delay might have lasted for approximately 20 seconds. No adverse event occurred to patient. There were no further complications that were reported.

Manufacturer narrative:
H3: product analysis #705362224: part # 8532065, lot # unknown visual and optical inspection confirmed the screws were returned broken. The screws were broken several threads down. This type of damage is consistent with torsional overload. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.